Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found the window for the ring loader missing and in the bottom of the instrument. The cse replaced aspirate 4 probes. The cse made adjustments to the sample, reagent and aspirate probes. The cse checked wash dispense volumes. The cse ran sample with 80 results, and all were good. The cse ran quality control (qc), and results were acceptable. The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high intact parathyroid hormone (ipth) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The same sample was repeated on an alternate instrument, resulting lower. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ipth result.